Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. Functional test confirmed that the front speaker was weak. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced front piezo, also replaced rear piezo as a preventative measure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device's speaker volume was too low. No patient injury reported.